Event description:
It was reported that insulin pump alarmed during prime. Customer blood glucose reading is 234 mg/dl. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.